Manufacturer narrative:
(B)(4). Device evaluation:the reported condition of missing screws nvolving an infuso.r. Pump was confirmed but not reproduced during device evaluation. The assignable cause was a missing rear screw. A rear case screw was installed to fix the reported condition.if additional inforrmation is received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "screws missing." It is unknown when the event occurred; however, it was identified in the "anesthesia" department. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.